Manufacturer narrative:
B5: correction manufacturer's investigation conclusion: review of the submitted photos was not able to confirm the reported damage to the pump cable, as the pump cable had been covered in multiple layers of tape and no photos prior to the tape being applied were available. A specific cause for the reported damage could not be conclusively determined through this evaluation. The submitted photos revealed that the pump cable had been covered in multiple layers of tape, and the underlying cable could not be seen. The submitted log files appeared to capture normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, is currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev a, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the low flows had been the recovery testing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2025 for recovery testing due to low flows. The patient and family notified the ventricular assist device (vad) coordinator of additional "nicks" in the driveline. The pump cable had rescue tape entirely from the modular cable connection all the way to the driveline exit site for multiple areas of wear and tear that had been progressive since the patient had received the pump. The healthcare provider was concerned about the integrity of the driveline due to multiple areas where the outer sheath had been compromised, many of which, the patient had self-applied rescue tape despite being re-educated on not doing so. Submitted pictures of the driveline damage showed that the yellow kevlar layer was compromised but the plastic layer beneath was not, and the wires remained protected. Log files were sent for review to assess for driveline integrity and revealed nothing notable that pointed towards any type of integrity issue with the driveline. At the time, the patient was deemed as not a recovery candidate but was being considered as a transplant candidate. Despite no issues observed from the log files, the site remained concerned about the damage on the driveline. Removal of the rescue tape to further examine the driveline, but there was concern due to the rescue tape having been in place for years and that the patient had also used silicone covering at the distal portion. The patient was given the option of keeping the left ventricular assist device (lvad) or being transplanted and the patient preferred to keep the lvad. Consequently, the site wanted to pursue continued support for as long as possible.